Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery or occlusion and unexpected error message due to motor error alarm. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose level was unknown. Customer also reported that when changes battery gets error code and patient loses his insulin pump setting and got random no delivery alarms, patient had to rewind and reset. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion and unexpected error message due to motor error alarm. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.